Manufacturer narrative:
It was reported that around 5:30 am on (B)(6) 2023, the patient awoke having difficulty breathing and power was lost to the life2000 and home oxygen concentrator. The patient in this event is a 73-year-old male with a relevant medical history of acute anterior wall myocardial infarction, non-st elevation myocardial infarction, left anterior descending (lad) artery stent, elevated troponin, coronary disease, cardiomegaly, chronic respiratory failure with hypoxia, pneumonia due to covid-19, right diaphragm palsy, and obstructive sleep apnea. On the morning of the reported event, the patient discovered his life2000 device and home oxygen concentrator (manufacturer unknown) had lost power, which lasted approximately 15 minutes. The life2000 compressor was plugged into a surge protector, and the oxygen concentrator was also plugged into a surge protector but in a different outlet. The patient stated there were no storms or power surges that morning. He did not note any alarms from the ventilator or compressor and no drop in oxygen liter flow was observed on the oxygen concentrator. The patient reported his baseline oxygen saturation is 95% on 2-3 lpm of oxygen with the life2000; however, the patient was unsure what his spo2 was at the time of the event and stated he can drop into the 60¿s quickly. The patient called 911 and while awaiting their arrival, he tried to power the devices back on and was unsuccessful. The paramedics arrived and placed the patient on a monitor and was told he was having a heart attack. The patient was transported to the hospital where a cardiac ultrasound, EKG, angiogram, and bloodwork was performed. Test results were not provided. The patient received a new life2000 device while hospitalized and was discharged home on (B)(6) 2023. The patient has continued use of the life2000 with no further problems reported. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. Hillrom received the life2000 for inspection. The returned ventilator and compressor were set up in an extended range configuration using a known good combo hose and patient circuit. The devices powered on appropriately with a known good charger/power cord. Using an everflo respironics 5 liter oxygen concentrator, 5 liters of oxygen was bled in, and therapies were run at low, medium, and high activity levels. The flow meter on the oxygen concentrator did not drop below the 5 lpm set point. No error message, alarms, or malfunctions were identified; the ventilator and compressor functioned as intended. A review of the device event history found a ¿system shutdown¿ occurred at 03:40 and the device was powered back on at 06:42. Another ¿system shutdown¿ occurred at 06:51:16 and the device was powered back on at 06:51:51 indicating the patient may have inadvertently powered the device off. A myocardial infarction, commonly known as a heart attack, occurs when blood flow decreases or stops to the coronary artery of the heart, which causes damage to the heart muscle. In this event, the patient¿s life2000 device and home oxygen concentrator lost power and the patient had difficulty breathing (spo2 at time of event unknown). Per paramedics, the patient reportedly experienced a heart attack and required medical intervention (hospitalization) to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury occurred in this case. The life2000 device was found to function as designed during inspection by hillrom. It can reasonably be concluded that the patient¿s extensive cardiac medical history, including previous myocardial infarctions, were key factors in this event. The ultimate cause of the system shutdown is undetermined, however, use error (inadvertently powering the device off) or extrinsic loss of power to the devices (temporary power outage to outlet/home) likely contributed to the reported event, as a malfunction of the device was ruled out.

Event description:
It was reported that the patient awoke having difficulty breathing and power was lost to the life2000 and home oxygen concentrator. This report was filed in our complaint handling system as complaint # (B)(4).